Event description:
MFR received a medwatch report alleging, while the consumer was being transported in a wheelchair by consumer's son, consumer fell to the ground when a front wheel suddenly broke off. As a result of the incident, the consumer sustained a fractured femur requiring surgery.